Event description:
Axios stent connected to cautery port and inner pin of connection fell out. No patient harm occurred as the device was not connected to patient at the time of the device malfunction.